Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
During inspection, the image appeared abnormal condition. This event occurred at the time of during inspection. There was no report of patient harm.

Manufacturer narrative:
Evaluation summary: the connection of ae-p1 was poor, because of oxidation of the pin. Which resulted, in image failure. The scope was repaired by the third party and returned to the hospital. Correction information: h6: coding changed based on the investigation result. Additional information: d8: this device was serviced by a third party.